Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately six months later the patient had intraparenchymal haemorrhages. The patient was not taking dapt at the time of the event. Approximately one week later the patient died. The death was classified as non-cardiac. The investigator assessed that the event was not related to the device and anti-platelet medication. The sponsor assessed that the event was not related to the device and possibly related to the anti-platelet medication.